Manufacturer narrative:
H4: the lot was manufactured between january 04, 2023 to january 06, 2023. H10: the device was received for evaluation containing approximately 161ml of fluid in the bladder. A connection tubing line was attached to the infusor's distal luer. Visual inspection via the naked eye showed no evidence of leak either from the infusor device or at the connection line. Evidence of continuous flow of fluid was observed at the distal end of the connection line when the cap was opened. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported conditions were not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked and underinfused. The issue was observed during patient infusion. The device was filled with benzylpenicillin (seqirus) 10800mg in 240ml sodium chloride 0.9%. The leaked solution spilled onto the patient's arm, however the patient's skin was rinsed. The patient tightened the connection between the extension line to the main line to resolve the leak. Less than one third of the dose infused over 24 hours. The peripherally inserted central catheter (PICC) line flushed well, and there was no resistance/signs of occlusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.